Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 425cc mentor memorygel breast implant (right) and a 475cc mentor memorygel breast implant (left) experienced left sided rupture, left sided capsular contracture, possible right sided rupture, and unexplained breathing issues post procedure. The physicians office confirmed the capsular contracture (baker grade unknown) and described the breast as encapsulated with a lot of scar tissue build up. Imaging was performed on the left side to confirm the rupture and the results have not been made available to mentor at this time. The right side was described as feeling deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-16071 for contralateral prosthesis report.